Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillators, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion, the implantable cardioverter defibrillator was explanted prophylactically and replaced as the patient was pacemaker-dependent. The patient was in stable condition.

Manufacturer narrative:
The implantable cardioverter defibrillator was returned above normal elective replacement indicator (eri). No anomalies were found.